Manufacturer narrative:
The device was discarded h6 code updated. D6b was updated as additional information provided explant date.

Event description:
The complainant reported an impella rp flex had a placement signal not reliable alarm and flow calculations were disabled. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.